Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. The summit si occipital fixation system is technique sensitive. Patient selection as well as use of the proper system hardware to build the construct is critical to achieving stable fixation. Screw loosening is listed as possible adverse outcomes in the instructions for use (IFU) supplied with the device.

Event description:
Patient was implanted with summit si from o-t1-two hole y-plate was used. Follow up nine days later found that the two screws in the y-plate were backing out. The patient is under observation and wearing a support collar. Surgeon is taking no action at this time.